Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). Update: investigation: no sample returned. Analysis and findings: the reported event of the device tubing snapping, could not be verified as the affected device was not returned for investigative analysis at the time of this investigation. However, if the affected device is returned in the future and made available, the complaint may be reopened and addressed as needed. The DHR could not reviewed as the lot number was reported as [?]unknown". Although definitive root cause is indeterminable, however, it's possible the tubing was not properly affixed to the pump and resulting in the described event. The manufacturing process was reviewed and noted that proper assembly and testing procedures were being adhered to, and maintaining no process changes. Review of the two-year product history indicated this was the first event reported by the reporting account. Corrective actions correction and/or corrective action. No further action is required at this time. Reason: per (B)(4), this complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed? No.

Event description:
"The cup was applied appropriately and there was descent with the first pull, however on the second pull the tubing completely snapped making it fly backwards behind me and leaving the cup on the baby's head. At this point my registrar decided to switch to forceps due to the nature of the incident with the ventouse." Patient involvement, adverse event or injury if any: operating surgeon was splashed in the face with patients blood. (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
"The cup was applied appropriately and there was descent with the first pull, however on the second pull the tubing completely snapped making it fly backwards behind me and leaving the cup on the baby's head. At this point my registrar decided to switch to forceps due to the nature of the incident with the ventouse." Patient involvement, adverse event or injury if any: operating surgeon was splashed in the face with patients blood. (B)(4).